Manufacturer narrative:
Sap and ot trend search has been performed for component quadrox-I,ID ,ir : 7 additional complaint were recorded in last 12 months. Recent sales figures time frame 06/2018-05/2019: (B)(4) pieces. Occurrence rate: (B)(4). Due to this information no systemic issue could be determined. The DHR review of oxygenator is performed under task child record #(B)(4). Result: no abnormality was found. DHR review of finish product result: there were no references found, which are indicating a nonconformance of the product in question. Maquet cardiopulmonary gmbh was not requested the product back for investigation since the issue is known. Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar product, showing a similar malfunction, has been investigated in #703007198: visual inspection and leak test according to lv 201 were performed. During leak test, a crack was detected at blood inlet. Based on this failure could be confirmed. Further investigation steps are momentarily not possible to be executed due to work safety issues in the complaint laboratory. Therefore no exact root cause could be determined. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint#(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Importer- (B)(4).

Event description:
A leak occurred from the venous blood inlet port during priming. A fine crack was seen. No health damage to patients. Complaint: (B)(4).